Manufacturer narrative:
The pt was diagnosed with a stage 4 wound on his right ischium. The would was treated with a wound vac. The pt has a pre-existing stage 4 sacral wound. The hill-rom technician inspected the bed. He found the plenum pressure was within normal operating range. He did find the air intake filter was clogged. He inserviced the account on proper maintenance of the bed. The reported injury is serious in nature per FDA definition. There was no evidence of a malfunction. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas.

Event description:
The pt's wife reported to hill-rom that her husband developed a bed sore. The bed was located in the pt's home at the time of the event. This report was filed in our complaint handling sys as (B)(4).